Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have a blank screen display. Her blood glucose was unknown. After troubleshooting, display screen did not return. She was advised to leave battery out for 2 hours to ensure any residual or possible esd within the insulin pump has dissipated. The customer should call back if the display does not return after those 2 hours and reinserting the battery. The insulin pump will not be returned for analysis.